Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a ruptured unknown size abdominal aortic aneurysm. 8 endoanchors were also implanted proximally during the procedure in a clockwise fashion for the treatment of a type ia endoleak. A non-mdt viabhan balloon expandable stent was also implanted to the level of the iliac bifurcation on the left during the procedure. A CT scan carried out the following day showed there was no endoleak present and the patient was discharged. The cause of the event is unknown. No additional clinical sequelae were reported and the patient is in fine.